Event description:
Caller reported damage to pump housing and usb port, affecting the ability to charge the pump, although the pump had not shut down. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, provided instructions for returning the damaged pump, and advised the customer on programming settings and connecting their cgm to the new pump.